Event description:
It was reported that the patient's device was explanted due to malfunction. Following the explant procedure, the patient recovered without sequela. If additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
Analysis of the stimulator found no anomaly. Analysis of extension (B)(4) found the body cut through, the product was segmented. Analysis of extension (B)(4) found the body cut through, the product was segmented. Analysis of the lead found the body cut through, the product was segmented.

Manufacturer narrative:
Product ID: 39565-30 lot#: serial#: (B)(4), implanted: 2008 (B)(6), explanted: product type: lead product ID: 39565 lot#: unknown serial#: implanted: explanted: product type: lead product ID: 37743 lot#: serial#: (B)(4), implanted: 2008 (B)(6), explanted: product type: programmer, patient product ID: 3708160 lot#: serial#: (B)(4), implanted: 2009 (B)(6), explanted: product type: extension product ID: 3708160 lot#: serial#: (B)(4), implanted: 2009 (B)(6), explanted: product type: extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.